Event description:
It was reported that prior to an unknown case, when attempting to remove the ace, the ace would just spin on the hand piece. The case was started with another hand piece and blade. No pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the mfg process.